Event description:
A report was received that the patient was not able to charge her ipg. The patient underwent an ipg replacement and was doing well following the procedure.

Event description:
A report was received that the patient was not able to charge her ipg. The patient underwent an ipg replacement and was doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was confirmed. Sleep current was out of the expected range. The analog integrated circuit-u1 damage resulted in the rapid battery depletion rate of the ipg. Exposing analog integrated circuit to high electromagnetic or voltage transient environment can cause this type of failure. The root cause of the damage is unknown.